Manufacturer narrative:
Qn# (B)(4). The reported complaint that the catheter "was seen to not be unwrapping fully under fluoroscopy" is not confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " iabc was inserted into right femoral artery.. It was noted after insertion to not be unwrapping 100%. Doctor flushed gas line with 10ml sterile saline to attempt to improve balloon inflation. Decision made to remove catheter". Additional information states that the device was removed and replaced and another iab catheter was inserted which also did not unwrap fully. The customer reports that the second iab was inserted into the same insertion site. The patient was taken to a planned coronary artery bypass graft. The patient's current condition is reported as " stable post heart bypass surgery". The customer reports no patient injury or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " iabc was inserted into right femoral artery.. It was noted after insertion to not be unwrapping 100%. Doctor flushed gas line with 10ml sterile saline to attempt to improve balloon inflation. Decision made to remove catheter". Additional information states that the device was removed and replaced and another iab catheter was inserted which also did not unwrap fully. The customer reports that the second iab was inserted into the same insertion site. The patient was taken to a planned coronary artery bypass graft. The patient's current condition is reported as " stable post heart bypass surgery". The customer reports no patient injury or consequence.